Event description:
The customer stated that two samples from one patient generated false positive results of 0.064 and 0.053 ug/ml for the architect troponin assay. The same patient samples were retested with negative results. The customer is using a cut-off point of 0.03 ug/ml to determine positive from negative results. No impact to patient management was reported.

Manufacturer narrative:
(B)(4) - (no consequences or impact to patient ); (incorrect or inadequate test result); (false positive result). The instrument was inspected by the field service engineer. Replacement of the wash-zone valve manifold and vacuum vessel drain valve by field service resolved the issue. All checks and calibrations performed to confirm that the instrument is performing per specifications. Ticket trending data in found no atypical complaint activity that could be related to the described issue. Review of the product labeling revealed that the issue in question is adequately addressed in the labeling claims. Based on the evaluation results, no deficiency was identified related to the malfunction reported by the customer.